Event description:
The customer stated that she lost consciousness due to hypoglycemia and had to be treated at the hospital. The reported blood glucose reading was 31 mg/dl. Troubleshooting was performed and found that the insulin pump was programmed and reading the reservoir volume correctly. The customer was disconnected when she changed her infusion set. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.